Manufacturer narrative:
(B)(4) for the investigation result of outer sheath broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near the guidewire access sheath). Investigation results: a fully constrained wallflex biliary rx uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the stainless steel tube was actuated beyond its reconstrainment limit. The outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near the guidewire access sheath). Functional evaluation found it was not possible to deploy the stent using the delivery system, however, it was possible to manually deploy the stent. The stent was measured and was found to be within specification. No issues noted with the stent and no other issues were noted with the device. The damage noted with the device was consistent with the application of excessive force during usage. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat hilar biliary stricture with bifurcation during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near the guidewire access sheath).